Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value of 600 mg/dl. Customer was unsure of the cause, however customer alleged the cause may be due to not changing the infusion site quick enough, but customer could not confirm. Customer changed the infusion site to address the elevated bg.